Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported that the infusion set's tubing got detached at the quick release. The site location was right side of patient's abdomen and the pump was located on the left side of the belt/the pump was in the right pocket. The infusion set was in use for 4 hours. No further information available.